Event description:
Staplers are jamming.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200582 investigation did not show issues related to the complaint.